Manufacturer narrative:
Analysis of the returned device revealed that the fiber was returned in two pieces. The distal end of the glass fiber exhibits no signs of usage. The fiber is broken within the fiber blue outer sheath, and detached at 8 feet and 6 inches from distal tip. The length of the second piece including the connector is 3 feet and 2 inches. The fiber was tested with hene laser fixture, and the aim beam is visible at the break. Based on the device analysis, the probable cause of the failure is handling damage. An evaluation conclusion code of cause traced to user was assigned to this investigation.

Event description:
Analysis of the return device revealed that the fiber is broken within the fiber blue outer sheath and a detachment of the fiber 8 feet and 6 inches from the distal tip. There were no patient complications reported due to this event.